Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that t1 and t2 were deployed at the same time, both were removed from patient. A back-up device was used to complete the procedure, it is unknown if there was delay. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿t1 and t2 were deployed at the same time.¿ the depth limiter was found attached and in place. T1, t2 and suture were returned. The device had been deployed with both t1 and t2 being previously freed from the needle tip. The needle showed no damage. Permanent or temporary inadvertent twisting or over flexing of the needle track can initiate unintended release or retaining of anchors. The device cycled and actuated properly. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.